Manufacturer narrative:
Age at time of event: 18 years or older. Date of event: estimated based on original notification date as no event date was reported. The promus premier ous mr 16 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the proximal region with struts flared, lifted, and pulled distally. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found inner extrusion damage at 5.4 cm distal to the distal end of the tip. The device could not be tracked over a recommended 0.0140 test guidewire due to the extent of the inner shaft damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24-jun-2021. It was reported that advancing difficulties were encountered. The target lesion was located in the right coronary artery. A 16 x 3.50 promus premier drug-eluting stent was advanced for treatment; however, the device did not have proper movability and could not reach the lesion. The device was removed and the procedure was completed with another of same device. No complications were reported and the patient status was stable. However, device analysis revealed stent damage.